Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with a webster cs catheter with auto ID technology where device entrapment occurred. It was reported that the webster cs catheter with auto ID technology became entrapped in the patient's coronary sinus osteum and could not be easily removed. The cardiothoracic surgeon was speaking to the patient at the time of the call and that they will likely be sent to surgery for removal. The patient was stable, and no injury was reported at the time of the call. There is no information about the hospitalization. The reported device entrapment was assessed as a MDR reportable malfunction. Although there¿s no confirmation that surgical intervention was performed, with the information available, it is most likely that the patient had to undergo surgery to have the catheter removed from its body; therefore, surgical intervention was assessed as a patient consequence. Since surgical intervention was required to prevent permanent impairment of a body function or permanent damage of a body structure, then the event was to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2021. It was reported that the webster cs catheter with auto ID technology became entrapped in the patient's coronary sinus osteum and could not be easily removed. Remainder of the procedure was aborted. The patient was sent to the operating room (or) to surgically remove the device. Prolonged hospitalization was not required. Patient had fully recovered. Physician believes the issue occurred due to a product malfunction. In addition, the physician contact information was provided; therefore, e1. Initial reporter title; e1. Initial reporter first name; e1. Initial reporter last name; e1. Initial reporter email; e2. Health professional; and e3. Initial reporter occupation were populated. The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with a webster cs catheter with auto ID technology where device entrapment occurred requiring surgical intervention. The device was visually inspected and it was found in good conditions. No damages were found on electrodes or tip. The catheter passed the outer diameter test. The magnetic, features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30450191m number, and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).